Event description:
On 4/17/2008 epimed international was made aware that a physician, during a lysis procedure, encountered resistance while placing the catheter. He was able to remove the catheter and needle together but noticed the distal end of the catheter had sheared. He observed that 3"-4" of the catheter remained in the pt. After conferring with another physician and neurosurgeon, he chose to remove the remaining catheter from the pt.

Manufacturer narrative:
Device was not returned to epimed for eval.